Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Signal loss up to one hour is within specification; the reported allegation falls within expected performance so a data investigation will not be performed. Confirmation of the complaint was undetermined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) device, global transmitter final functional test and the data file was reviewed. Loss of connection less than one hour was confirmed via data; the device operated within expected performance. The probable cause could not be determined post investigation.